Event description:
Patient no seen for a long time. Implanted in 2012 not in ch quimper. No interrogation possible.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Patient no seen for a long time. Implanted in 2012 not in ch quimper. No interrogation possible with the pacemaker which pace at 70bpm according to monitoring ECG.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The implantation date is unknown for now.